Event description:
The reporter contacted animas on (B)(6) 2013, alleging the pump was emitting occlusion alarms during boluses. Reporter alleged the most the pump would deliver at one time is 2.0 units, and stated the insertion site had been changed, but the issue still persists. Reportedly, the patient¿s blood glucose at time of call was 542mg/dl, with nausea. The pump was not available to troubleshoot. The patient has an alternate form of insulin delivery. This complaint is being reported because the patient experienced hyperglycemia and the pump cannot be ruled out as causing/contributing to the hyperglycemic event.

Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on (B)(4) 2014 with the following results: testing was unable to duplicate the complaint of an occlusion. The black box begins on (B)(4) 2014. Due to continuous use of the pump the black box data and histories for the event on (B)(4) 2013 have been overwritten. Current black box and alarm history shows no evidence of occlusion alarms. An ezprime sequence was successfully completed. Pump was exercised for 24 hours; no occlusions occurred during this time. Force sensor detects correct force at 5 pounds. The tdd¿s add up correctly. Pump passed delivery accuracy test. Unrelated to the complaint, the display screen has a dim/pinkish contrast; the battery compartment is cracked; the returned battery cap is damaged, and a test battery cap was used during evaluation.